Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high defibrillation threshold on the right ventricular lead. The lead was extracted and replaced. During the explant procedure there was damage to both atrial and ventricular leads. The atrial lead was also extracted and replaced. No patient complications were reported as a result of this event.